Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Upon explant balloon was observed to be distended and have no elasticity. Crystals were observed in balloon, which surgeon suspected to indicate fluid loss. A 4.5 cm cuff was removed and replaced with a 6.5 cm cuff, indicating that cuff placement needed to be revised. Additionally, the pump and the balloon were removed and replaced. No further patient complications were reported.